Event description:
According to the reporter, pre-operatively, the device was dropped on the floor and the reload broke off and is stuck inside of the adapter. The device was unable to be fired and was difficult to unload. There is no patient involved in this event. The device is expected to be returned for evaluation.